Manufacturer narrative:
Unfortunately, no complaint sample was provided for evaluation. Also, no lot number was reported. Consequently, the investigation could not definitively identify a root cause. A review of all applicable documentation could not be performed since no lot info was provided with the complaint report. The results of the complaint investigation were therefore, inconclusive. Since no root cause was identified, no corrective action could be evaluated for this complaint. Based on the instructions provided in the catheter directions for use, it is the recommendation of this investigation to ensure the user does not withdraw or pull the catheter through the needle at any time. The catheter could be severed by the needle resulting in possible pt injury. This information will be entered into the quality complaint tracking system for trending purposes.

Event description:
Per medwatch report received, "during a thoracentesis several inches of tubing was sheared off and remained in the pt. This required surgery to remove."